Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 360 mg/dl. The customer changed out the infusion set and delivered a correction bolus. The non-tandem cannula was found to be kinked. The contact also thought that the pump settings need to be adjusted and may have contributed to the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.